Event description:
Boston scientific received information that during a follow up of this cardiac resynchronization therapy defibrillator (crt-d) this patient complained of the device pacing at night resulting in muscle stimulation. The device was reprogrammed and remained implanted. No adverse patient effects were reported. Subsequently this device was explanted for an unknown reason and returned for analysis.

Manufacturer narrative:
Initial analysis at the post quality assurance laboratory revealed that this device failed longevity. Further analysis will be conducted and this investigation wil be updated upon analysis completion.

Manufacturer narrative:
Detailed analysis and device interrogation revealed that the device battery status was elective replacement indicator (eri), with a battery voltage of 2.48 volts. A longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to two compromised low-voltage capacitors, which resulted in a high current condition.